Event description:
It was reported that during the implant procedure after taking an angiography, the left ventricular (lv) lead was chosen and delivered with the catheter to the vessel branch with appropriate parameters. However, as the vessel was tortuous and thin, the lv lead dislodged when slitting the sheath. The physician changed to another vessel and used two new catheters to implant the lead successfully. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.